Event description:
It was reported by a customer that the pt experienced an episode of hyperglycemia with large ketones that necessitated a visit to ER for hydration. During this episode the pt tried troubleshooting measures several times. Including changing all the peripherals; insulin cartridge, administration set and infusion site. All connections were checked and were tight. There was no indication of alarms or alerts in the pump history and insulin was visually verified to be delivering. The pt will return the device to the MFR for evaluation.